Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s936u1ues9bzbh hardware: sm-s936u1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that cannula deployed, however, it never inserted into the skin. Patient stated that upon placement and activation of his new pod, he noted that the pink slide did not move forward and he did not feel the cannula insert into his skin. Upon removal of the pod he discovered that the cannula had deployed and had missed the skin entirely. No blood glucose levels were reported. Patient replaced faulty pod with a new pod.